Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose reading of 319 mg/dl persisting for approximately four hours without symptoms, following a routine infusion set change the prior day and while using a contact detach set; the user planned a full supply change after the call, and agent follow-up was arranged to confirm glucose reduction. Symptoms included no reported clinical manifestations. Outcomes included no reported functional impact or need for medical intervention. Investigation included remote troubleshooting and education focused on infusion site and supply replacement. Investigation of this case revealed an unclear cause of hyperglycemia with no identified device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.